Event description:
The de nova lesion being treated was located in a tortuous and calcified rca. The physician was attempting to direct stent and had difficulty crossing the lesion. Upon removal of the delivery/stent device, stent strut damage was noted. No patient injuries or complications were reported.